Event description:
The lay user/pt contacted lifescan (lfs) in december 2005 alleging low readings on his one touch basic enhanced meter. In december 2005 the pt tested his blood glucose at 10:00 am and received a 46 mg/dl. He did not experience any symptoms at the time of testing. He drank juice and two hours later he tested his blood glucose again and received a 50 mg/dl. He did not take his oral medication of glucophage (1000 mg) due to the low reading. He contacted his family member who advised him to go to the ER. He was seen right away in the ER and the reading was 250 mg/dl. He was not reated and was told to go home and eat and take his oral medication. The pt did what was told and then contacted lfs for assistance. The night before the pt mentioned that his meter displayed a reading of 65 mg/dl; therefore, he ate a light snack and went to bed. He withheld his set amount of amaryl due to the low reading. The pt was using unicheck test strips. Using non-lfs test strips can lead to false blood glucose readings. The pt did not have a check strip to test the meter. The technique of applying blood on the test strip was correct. Customer care agent (cca) sent the pt a replacement ultra kit. The complaint is being reported because of use error (unicheck test strips) and delay of treatment.